Event description:
Philips received a complaint by the customer on the v200 indicating that the device alarmed for oxygen concentration during self-test. The patient needed a ventilator to maintain breathing. The equipment department was immediately notified after the device was replaced with another ventilator. The oxygen concentration module was found to be damaged, and the equipment department contacted the manufacturer's engineer for repair. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Per good faith effort gfe) response, the authorized service provider (asp) engineer stated that the hospital found a third-party vendor to replace the oxygen concentration module-- after the oxygen concentration module was replaced, the asp engineer confirmed that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.